Event description:
Customer reported via phone call that the insulin pump has been alarming no delivery and she has to rewind the insulin pump almost daily because of the alarms. Customer also reported having high blood glucose. Customer's blood glucose value was 378 mg/dl. Customer had nausea and ketones. She treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.